Event description:
It was reported that during a total lap hysterectomy procedure, the device produced an instrument error. The device was removed to be cleaned and a piece of the tissue pad fell off. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.